Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized. The cause of the event was unknown. The patient was treated with intraperitoneal reflin (1 g; route, frequency, and duration not reported) and intraperitoneal fortum (1 g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and patient outcome were unknown. No additional information is available.